Manufacturer narrative:
The insulin pump had no unexpected off no power anomalies or low battery alerts/anomalies noted. The insulin pump passed displacement test, rewind test, basic occlusion test and prime test. However, during testing the insulin pump had an unexpected blank display and constant watchdog alarm due to moisture damage on all electronic assemblies noted. The insulin pump had corroded motor assembly noted. We were unable to perform pump self-test, off no power test, unexpected restart error test, occlusion test, excessive no delivery test and operating currents measurements due to blank display and constant watchdog alarms. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip and scratches on reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed off no power. Customer stated the battery cap looks fine. When anomaly occurred the first time a battery cap was replaced. The second time, the insulin pump will be replaced. Asking customer to return insulin pump for analysis. The customer's blood glucose was unknown.